Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Report was initially submitted on (B)(6) 2019 but the FDA site was down. Advised by FDA on (B)(6) 2019 to resubmit medwatch. Additional narrative: updated data-event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The proximal screw that was removed at the start of the case was stryker.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: this mre review is for sterilization procedure only part: 356.830s, lot: 5l53919, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 29.july 2019, expiry date: 01.july 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in balsthal. Part: 356.830, lot: 5l41497, manufacturing site: balsthal, release to warehouse date: 12.july 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The received picture was reviewed, there is a guide wire visible, where the front end is sheared off. Next to the wire an unknown fragment is visible. The manufacturing documents were reviewed and no complaint related issues were found. This lot of 251 pieces was manufactured in july 2019, all devices are distributed and we are not aware of any other complaint for this part- and lot combination (neither sterile lot 5l53919 nor unsterile lot 5l41497). Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: the original implants; the nail and proximal screw that were being removed due to non-union and screw cut-out were competitor devices.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that: the surgeon was using the tfna system for a revision of a femoral nailing. When reaming over the guidewire into the femoral head, in preparation for inserting the tfna screw, the reamer cut through the guidewire. A small segment of the snapped guidewire was left in the femoral head. The surgeon was unable to remove the wire. To complete the procedure, the surgeon was able to reposition the nail and implant the lag screw as normal. The recovered section of wire will be decontaminated, and will return it as part of the complaint. Concomitant devices reported: unknown reamer (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).